Event description:
It was reported that the patient felt stimulation in the wrong location and not covering her pain. A revision of the lead was needed, unsure about the neurostimulator. A revision was scheduled for (B)(6) 2012. The lead location was reported to be suboptimal placement by the surgeon. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID (B)(4), lot# v710724040 implanted: (B)(6) 2011, explanted: (B)(6) 2012, product type lead, product ID (B)(6), lot# v650988029 implanted: (B)(6) 2011, explanted: (B)(6) 2012, product type lead, product ID (B)(4), serial# (B)(4), product type recharger, product ID (B)(4), serial# (B)(4), product type programmer, patient product ID (B)(4), serial# (B)(4), implanted: (B)(6) 2009, product type extension, product ID (B)(4), serial# (B)(4), implanted: (B)(6) 2009, explanted: product type extension, product ID (B)(4), serial# (B)(4), implanted: (B)(6) 2011, explanted: product type extension. (B)(4).

Event description:
Additional information received reported the patient's system was explanted and the patient was re-implanted with a new lead and implantable neurostimulator (ins). It was noted the patient was doing 'well and getting good coverage.'